Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: lot #? The lot number is unknown. What was done to manage the wound dehiscence ? No further information is available. Was there any treatment ( medical or surgical intervention / antibiotics or prescription medication) provided to patient post-op or to treat the dehiscence? No further information is available. Any quality issues noted with the suture pre-op, intra-op or post-op? No further information is available. Did the suture break or fray post-op? No further information is available. What do you mean by "" in general, holding force for wounds by stratafix spiral is weaker ""? Was there any issue noticed with suture performance and why? This comment is due to the surgeon¿s guess. There were no other issues except for this one regarding performance of stratfix spiral /stratafix symmetric. Patient current condition? No further information is available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date of the index surgical procedure. The diagnosis and indication for the index surgical procedure? What is the reason for using these 2 devices (stratafix spiral and vicryl) in the same procedure? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Other relevant patient history/concomitant medications patient current status?

Event description:
It was reported by that the patient underwent a scoliosis surgery on an unknown date and barbed suture was used. During the scoliosis surgery, the upper half of the wound was sutured with an absorbable suture, and the lower half was sutured with the barbed suture by continuous suturing. The sutured layer was subcutis and dermis and the surface of the opened part of the wound was sutured. The surgery was completed with no problem. About ten days after the surgery, part of the wound which had been closed with the barbed suture dehisced in the ward. There were no abscesses and no signs of infection. The surface of the dehisced part of the wound was re-sutured using stapler. The surgeon opined that the barbed suture did not break at the dehisced wound site. There was no change of hospitalization period. No additional treatment is planned. After that, there was no problem, and the patient was discharged from the hospital. The surgeon opined holding force for wounds by the barbed suture is weaker than that by the another barbed suture device and this may have caused the wound to open. The surgeon opined that poor blood flow may also have affected the event. Other contributing factors were reported to be suturing method, suturing technique, blood flow (ischemia). Additional information has been requested.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure: no further information is available. Date of the index surgical procedure: no further information is available. The diagnosis and indication for the index surgical procedure?: no further information is available. What is the reason for using these 2 devices (stratafix spiral and vicryl) in the same procedure?: no further information is available. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased?: no further information is available. Other relevant patient history/concomitant medications: no further information is available. Patient current status?: the surface that had been separated was sutured and treated. After that, the patient was discharged without any problems.. No further information will be provided.